Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported there was a discrepancy identified by one of our clinical specialists in the field regarding the supplemental IFU.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint that the warning in the supplemental IFU could potentially cause customer confusion was confirmed. A review of implicated supplemental pediatric IFU was conducted. As per the complaint, the IFU warned, ¿the sherlock 3cg® tip confirmation system is not indicated for pediatric nor neonatal use for tip confirmation. In these patients, users may rely on magnetic navigation during catheter advancement and external measurement combined with chest x-ray or fluoroscopy to confirm the catheter tip location per facility protocol and clinical expertise.¿ this warning applies specifically to the sherlock 3cg® tip confirmation system. Technically, the IFU is correct in that the sherlock 3cg® tip confirmation system is not indicated for pediatric and neonatal use. However, the sherlock 3cg+® tip confirmation systems, which have been sold since approximately 2018, are indicated for pediatric and neonatal use. It was recognized that this could cause confusion with customers. Therefore, a project was opened to assess and address this warning in the supplemental pediatric IFU. This complaint will be recorded for future trending and monitoring purposes.